Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. Evaluation summary : (B)(4) the device was returned and analyzed with no anomalies found.

Event description:
Asku

Event description:
It was reported that the manufacturer clinical specilist found a device with ventricular fibrillation detection and electrogram pre-storage features programmed to on when the device was still in the box. The device was not used and there was no patient involvement.